Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00008 to provide the sample evaluation results. Results: are based on evaluation of user facility information and the retention sample from the reported lot; are based on the surrounding retention samples evaluated. Conclusions: are based on evaluation of user facility information and the retention sample from the reported lot; are based on the surrounding retention samples evaluated. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. Upon disassembly of the valve, off-center damage was observed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported a similar event for another device with the same product code. See MDR 1118880-2016-00009 for details. Based on the investigation, the retention sample failing the leak test supports the claim the complaint sample leaked. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00008 to provide the sample evaluation results.

Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The user facility reported a similar event for another devices with the same product code but different lot number, see MDR 1118880-2016-00009. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: valve leaked excessively during a case. Blood loss was less than 250ml. The procedure was completed. The patient's condition was reported as good.